Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital following a syncopal episode. The patient reported that their heart rate was 67 beats per minute (bpm). The patient questioned how the device was programmed. The patient was referred to their physician to discuss device programming. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.